Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. During troubleshooting, the hp noticed air in the patient line. The technical service representative (tsr) explained the importance of the fluid being all the way to the top of the patient line before the hp connects. The tsr had the hp cycle the power in order to clear the alarm. The tsr advised the registered nurse (rn) and the hp to dispose of the current supplies attached and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.